Event description:
The customer reports that there was no sound as the speaker did not work. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had sound and there were no speaker issues found or identified during evaluation. The technician was not able to replicate the customer's allegation. The device was repaired by replacing parts that were found damaged and outdated. The device was updated to the latest hardware and firmware per procedures.